Manufacturer narrative:
The pod will not be returned for eval. We are unable to confirm any device malfunction that may have resulted in the over-delivery of insulin, causing low bg levels. No specific failure mode was cited in the report. Based solely on the info provided in the report, we are unable to conclude that the pod was, or may have been, a contributing factor to the hypoglycemic event experienced by the customer, resulting in the coma and visit to the emergency room. No conclusion can be drawn. Built into the pod's design are electrical, mechanical and software safety features that prevent the device from over-delivering insulin (which could result in low bg levels). No info provided as to the size of the manual insulin injection administered by the customer. Also, it is unk whether correction boluses were administered when the new pod was applied. It therefore cannot be determined whether the customer may have administered an excess dosage of insulin between the manual injection and boluses from the pod, which could have resulted in the low bg levels. A review of the lot qualification was performed and no issues were found that would have resulted in the over-delivery of insulin. The lot passed the acceptance criteria. (Note: eval method codes are specific to activities performed during lot qualification; the codes are not specific to the subject device as it will not be returned for eval).

Event description:
The report indicated that the customer was in training with the omnipod system and one of the "early pods" she applied "did not control bg levels." As a result, high bg levels (greater than 500mg/dl) were experienced. She then administered a manual insulin injection and activated a new pod - her bg levels subsequently "crashed to low." Because of her low bg's, she "went into a coma and went to the emergency room" (she was not admitted). Specific details about the pod worn during the hypoglycemic event could not be recalled. The treatment received while in the ER was not provided. The device will not be returned for eval.